Event description:
This is the third report of three reports concerning the same pt and same surgery (see MFR report number 2032593-2014-00049 and 2032593-2014-00050). It was reported the surgeon performed an anterior cervical discectomy and fusion (acdf) using the sonoma plate system. During the procedure, he inserted a 31mm 2 level plate and three each of the 4.0 variable screws. Upon taking an x-ray, he decided to remove the plate and screws due to an x-ray that was not allowing the plate to seat properly. The surgeon attempted to remove the screws from the plate without success. The plate was removed with the screws still locked into the plate. Additional info was requested and received on (B)(6) 2014: the surgery was delayed less than five minutes. There was no injury or adverse consequence to the female pt. Spare devices were available and functioned as intended.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.